Event description:
The customer contacted baxter's service center regarding a system error 2084 which occurred on the homechoice (hc) during drain 5 of 5. The care giver (cg) stated that he was trying to set up for the night. The home patient (hp) was already connected. The hp had been connected to the previous night's supplies, so the technical service representative (tsr) had the cg cycle the power on the hc to end the previous night?s therapy supplies. The tsr advised the cg to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.